Manufacturer narrative:
The reported run-on was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, corrosion was found throughout the trigger assembly, which can contribute to the reported event.

Event description:
It was reported that at the user facility the device ran without user activation after the trigger was released. No patient involvement. No injuries or adverse consequences were known by the initial reporter.

Event description:
It was reported that at the user facility the device ran without user activation after the trigger was released. No patient involvement. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.